Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, a sales representative reported via email that an ar-1588btb-2j tightrope ii btb suture broke during tensioning after implantation. This was discovered during an acl reconstruction with graftlink allograft procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 20-jan-2026: all fragments were retrieved. The suture failed during final tensioning, after the graft had been cycled through range of motion and the surgeon proceeded to re-tension for final fixation. The same product part number was opened and used to complete the procedure. The surgery was extended by approximately 30-45 minutes, and the patient required an additional 30-45 minutes of anesthesia due to the delay occurring at the final step of the case.